Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A ¿catheter not detected¿ error message was displayed when the returned device was connected to the tactisys quartz, consistent with the reported event. Further investigation revealed the error message was due to fractures in the 19-pin connector flex circuit on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. Optical fibers 1-3 met specifications for optical properties. Electrodes 1-4 met specifications during electrical testing, however, the deformable body thermocouple read as an open circuit due to a fracture in the green tc2 wire within the 19-pin connector, consistent with the reported event. It was also determined that the tacticath contact force ablation catheter batch number 10178820 expired on 30 jun 2025 which was prior to the reported event date of 16 dec 2025. A review of distribution records confirmed that this product was distributed prior to its expiration date. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. The cause of the fractured tc2 wire, and the reported electrode signal issue remains unknown. The cause of the use of expired product is consistent with user error.

Event description:
This report is to advise of an expired catheter used during the procedure. During the af procedure, an expired catheter was used. The catheter was not visualized and the lsi parameters were not displayed. Although the catheter itself appeared on the screen, the window displaying the catheter-related contact force and lsi parameters appeared but did not show any data. The metal baseline was set, as was the distortion. The signals from the catheter electrodes did not appear on either the ensite system or the non-abbott (prucka) ep system. As a precaution, the connections between the tactisys and the tacticath catheter were checked; however, the issue could not be identified. The connection between the tactisys system and the generator was also checked, along with all amplifier connections. The catheter was used as described in the IFU. Ultimately, the issue was resolved by using a newly opened tactiflex catheter, which immediately displayed values on the icon after insertion. There were no patient consequences.